Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The sample had initially resulted high. It was automatically repeated and a lower result was obtained. The sample was repeated in duplicate on two dimension vista instruments and resulted higher on both. The discordant result was not reported to the physician(s). A repeat result from an alternate dimension vista instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the photometer lamp due to low intensity on the filters and auto-aligned the photometer. The cse also verified the instrument by running a quick check and quality controls. The cause of the discordant vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.